Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 75% to 5% after being connected to a power source. Customer reported blood glucose level was 212 (mg/dl). In addition, the customer reported an occlusion alarm occurred in the past. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4) .